Event description:
It was reported that there were false pause episodes due to undersensing. Review of the episodes suggest possible loss of device contact with the pocket. Patient will continue to be monitored and was stable.